Manufacturer narrative:
Date correction.

Manufacturer narrative:
The device will not be returned for evaluation. H3 other text : device will not be returned for evaluation

Event description:
It was reported that the nurse had difficulty transfering blood to the blood bag. After repeatedly milking the tubing and pressing the release lever, the blood slowly flowed into the bag. No blood was discarded and no pre-donated or bagged blood was required. There were no adverse consequences to the patient.

Event description:
It was reported that the nurse had difficulty transferring blood to the blood bag. After repeatedly milking the tubing and pressing the release lever, the blood slowly flowed into the bag. No blood was discarded and no pre-donated or bagged blood was required. There were no adverse consequences to the patient.